Event description:
A report was received that a patient's lead and ipg were explanted due to high impedances on 8 contacts and loss of stimulation coverage on the right side of the body. The patient had a shoulder surgery and the physician attributes the event to that procedure. The patient had new devices implanted and is doing well post op.

Manufacturer narrative:
Additional information was received that the physician found that the lead was broken-fractured. Analysis of the ipg found no anomalies. Lead analysis - it was reported that the patient began experiencing stimulation and jolting in the abdominal region. The complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead where the clik-x anchor had been placed. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik-x anchor site fracture location. The lead got kinked after it exits the clik-x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Review of the device history record revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-1160; serial #: (B)(4); lot #: 344740; description: spectra wavewriter ipg kit.

Event description:
A report was received that a patient's lead and ipg were explanted due to high impedances on 8 contacts and loss of stimulation coverage on the right side of the body. The patient had a shoulder surgery and the physician attributes the event to that procedure. The patient had new devices implanted and is doing well post op.